Manufacturer narrative:
Driveline repair reported in manufacturer report number# 2916596-2020-02069. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low speed operation on b)(6) 2020 to 7400 rpm. The patient had coke colored urine but felt okay otherwise. The vad coordinator could not recreate the alarms. The patient had an external driveline repair on (B)(6) 2020. The log file captured a speed drop below the low speed limit on (B)(6) 2020 at approximately 6:07. This was very brief and occurred while the patient was connected to the mpu. Possible causes of this speed drop could be a percutaneous lead issue or something passing through the pump. The evaluation of the prior percutaneous lead repair was provided and no damage was identified through the examination of the returned end of the patient's perc lead. It was reported that the patient underwent an urgent pump exchange from hm ii to hm3 on (B)(6) 2020 due to suspected pump thrombosis and/or driveline issues. It was reported that the patient's inr has been consistently over 2. There were no changes to pump parameters. Ldh had increased to 1144 from baseline ldh of 314 in (B)(6). The patient is currently recovering from pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned pump, heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6), confirmed wire fatigue on the internal portion of the driveline. No thrombus formations were observed during the evaluation of the returned pump. A direct correlation between the device and the reported events (elevated ldh - lactate dehydrogenase, coke-colored urine) could not be conclusively established through this evaluation. (B)(6) was returned assembled with the driveline (dl) cut approximately 3.25¿ from the pump housing and the 35.75¿ distal end was also returned. Evidence of a previous driveline repair was present on the 35.75¿ distal end of dl . The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow graft and outflow graft bend relief were returned attached to the outflow elbow, which was attached to the pump¿s outlet port. The outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. (B)(6) was disassembled. No developed depositions or thrombus formations were observed during the examination of the pump¿s blood-contacting surfaces. Furthermore, analysis of the submitted log file did not reveal any abnormal trends in pump parameters. A direct correlation between the reported elevated ldh and returned device could not be conclusively established through this evaluation. The reported suspected thrombus could not be confirmed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Visual examination of the wires of the 35.75¿ distal end found a breach to the insulation of the yellow wire, approximately 8.5¿ from the pump housing, and a breach to the insulation of the brown wire, approximately 4¿ from the pump housing. The yellow wire redundantly supports motor phase 1, and the brown wire redundantly supports motor phase 2. The observed wire damage appeared to be the result of repetitive flexing. The remaining wires, as well as the remaining portion of the yellow and brown wires, were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The brief low speed event that occurred on (B)(6) 2020 could have resulted from a short to ground if the exposed conductors from the yellow or brown wires made contact with the braided shield on either the power module or mobile power unit. This low speed event also could have resulted from a phase-to-phase short if the exposed conductors of the yellow and brown wires made simultaneous contact with the braided shield while the patient was supported by the power module, mobile power unit, or batteries. This wire fatigue also could have caused the low speed events, pump stoppages, and associated alarms that were confirmed through the analysis of the log files that were submitted under manufacturer, if the damage was present at that time. A specific duration of time for which the wires were damaged could not be conclusively determined through this evaluation. The pump was cleaned and reassembled. The damage to the 35.75¿ distal end of driveline was bypassed and the pump was functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate ii lvas instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7 of this document outlines all system controller alarms (including low speed advisory alarms) and how to respond to such events. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system; however, it should be noted that no thrombus formations were observed during the evaluation of the returned pump. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This section outlines indications of pump thrombosis as well as how to respond to such events. Appendix a of the IFU states, ¿subsequent to regulatory approval and commercial distribution, users of the heartmate ii lvas have reported suspected pump thrombosis when observing elevated lactate dehydrogenase (ldh) levels, with or without clinical signs of hemolysis. This section also notes that there is overlap between the symptoms of device thrombosis, hemolysis due to other reasons, and other unrelated adverse events. Device thrombosis can only be confirmed through disassembly and examination of an explanted pump. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.